Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needle were clogged. The following information was provided by the initial reporter: some needles difficult to push. Feels like they are clogged or blocked, requiring extra effort. Multiple times in couple days.

Manufacturer narrative:
H.6. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needle were clogged. The following information was provided by the initial reporter: some needles difficult to push. Feels like they are clogged or blocked, requiring extra effort.  Multiple times in couple days.